Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015,product type: catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a female patient receiving intrathecal fentanyl via an implantable infusion pump (unknown concentration and dose.) The indication for use of the device was for non-malignant pain and chronic low back pain. It was reported that the patient was having fluid build up/accumulate in the pocket. A dye study and pocket aspiration had been done. The patient requested removal, and the device system was explanted on (B)(6),2015. The issue had been resolved. If additional information is received this report will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl (5010 mcg/ml at 1138 mcg/day), morphine (1 mg/ml at 0.227 mg/day), and bupivacaine (15 mg/ml at 3.4 mg/day) via an implantable infusion pump. The patient was also taking oxycodone at the time of the event. It was reported the pump had a cerebrospinal fluid leak behind the pump. It looked like the catheter had a small break in it. The explant was per the patient's request. The leak was not noted at the refill on (B)(6) 2015. If additional information is received, a follow-up report will be sent.